Event description:
Customer reported they are having blurred images and vertical lift down motion is intermittently inoperative, have to activate switch numerous times. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the vertical lift power supply and image processor. Performed operational test on vertical lift with no problems noted, also performed numerous image quality tests with no problems noted. Image quality and lift functioning as intended.